Event description:
Additional information was received. The physician reported that the increase was first observed at the (B)(6) 2012. The generator was replaced and the patient has been feeling better since. The seizures were below the patient's pre-vns baseline and all of his seizure types had increased. The cause of the increase, per the physician was the low battery level. Settings were provided, as well as diagnostics prior to replacement that indicated that the battery was at or nearing end of service. The explanted generator will not be returned as it was discarded.

Event description:
Additional information was received indicating that the physician felt that the increase was related to the generator nearing end of service; however no additional information was provided at that time. An implant card was received on (B)(6) 2012 for this patient indicating that his generator was replaced on (B)(6) 2012. Attempts for additional information and product return have been unsuccessful to date.

Event description:
It was reported through clinic notes dated (B)(6) 2012 and received on (B)(6) 2012 that the patient had four generalized seizures in his sleep. This was said to be very unusual for the patient. The patient was hospitalized around that time frame, however it is unclear if the hospitalization was due to the seizures or the patient's paranoia. Attempts for additional information have been unsuccessful to date.